Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n336499, implanted: (B)(6) 2012, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional (hcp) via the manufacturer representative (rep) reported the patient no longer wanted the stimulator because it was not covering their chronic pain. It was stated the system was explanted and the issue was resolved at time of the report. The patient¿s status at the time of the report was alive-no injury. The patient was implanted for peripheral causalgia and spinal pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found a reduced capacity due to overdischarge. Analysis of the lead (s/n: (B)(4)) found the body to be cut through. Analysis of the lead (s/n: (B)(4)) found the outer insulation to be cut. Analysis of the anchor (s/n: (B)(4)) found to have cut silicone. Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3550-39, lot# n336499, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.